Manufacturer narrative:
Control solution testing was conducted and results were within valid range.

Event description:
Customer received freestyle readings of 224, 104, and 225 mg/dl in back to back tests. The results exceed a 20% variance and meet the MFR's definition of a malfunction. Testing was conducted on the finger.